Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject ues-40s was returned to olympus for evaluation. Olympus confirmed the subject device, and found there was abnormality of the subject device. Olympus confirmed the inside of the subject device, and found a burning part of the output board. The subject device worked normally after replacing the output board of the subject device with a spare output board. Olympus confirmed the condition inside each connector of the subject device, and found that it was dirty. The exact cause of the malfunction of the output board cannot be conclusively determined. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the transurethral bladder tumor resection with the subject ues-40s, there was a burning smell from the subject ues-40s. The user facility felt dangerous and replaced the subject ues-40s with another unspecified device and completed the procedure. There was no report of the patient injury other than replacing the device.